Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump screen was flashing white. Customer blood glucose reading was 7 mmol/l. Troubleshoot was performed. Customer stated the insulin was attaching to their jeans and the insulin pump fell on the floor. Customer is coming from united states on friday. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device received with a constant blank and flashing white light on the display due to vertical cracked lcd controller on the electrical board. Unable to verify missing segment due to blank and flashing white lcd.